Manufacturer narrative:
Date of event: no information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had high impedances of greater than 40 ,000 on pairs case & 0, case & 1, case & 2, and case 3. Environmental/external/patient factors that may have led or contributed to the issue include the patient said she fell a few weeks prior to the battery replacement and said she hit her head on the right side which may have damaged the dbs system. Unknown if any diagnostics/troubleshooting occurred. Interventions actions included extension being taken out and dried off. Impedances were checked again with same results. The issue is not yet resolved. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v858673, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. If information is provided in the future, a supplemental report will be issued.